Manufacturer narrative:
Visual inspections & results: nose shroud cracked/broken; no. Staples in nose; na. Staples in the track yes (7). Trigger engaged with precock; na. Analysis conclusion: based on the visual examination, no functional test could be performed due to excessive dried body fluids in the cartridge assembly and the driver would not move due to adherence with the dried body fluids. No conclusion could be reached as to how the instrument became jammed during surgery.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.